Event description:
The following was reported to davol: it is reported that the pt was implanted with a bard flat mesh during a hernia repair procedure in 2003. Reportedly, the pt healed well and did not have any complications. The contact reported that the pt visited the ER in (B)(6) 2014, due to severe abdominal pain and was admitted into surgery the same day for explant of the bad flat mesh, which had reportedly "migrated to the intestines." It was reported that a portion of the intestines were removed during this procedure, and an undefined "biomesh" was implanted. It was further reported that following explant the patient developed a post-operative infection, was treated with antibiotics, and is since doing well.

Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the alleged migration of the device. A manufacturing review was performed and found no anomalies during the manufacturing process. Additional, the explanted device was not returned to davol for evaluation. This MDR includes all pt, event, and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.